Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the u.s. The 510k# provided is for a similar product that is sold in the u.s. No sample will be returned for evaluation.

Event description:
It was reported that the central venous catheter was being used in the right subclavian of a patient in the intensive care unit. During the daily control in the evening the nurse noted that the main extension line was lying in the patient's bed separated from the juncture hub. The infusion liquid was running through the hub onto the bed of the patient. No tensile force was applied on the device. As a result, the catheter was removed and replaced. The patient was intubated and sedated at the time of the event. There was no delay in treatment and no patient death or complications reported.